Manufacturer narrative:
The product associated with batch 5f00627 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that they experienced circumferential redness under the mass and hydrocolloid tape collar. There was itching from these areas but the itching has improved and the redness under the mass has improved as well but the redness under the hydrocolloid tape collar persists. The patient was prescribed fluconazole and an antifungal powder (unknown brand) after being diagnosed with a fungal rash under the hydrocolloid tape collar.